Event description:
Additional information received via loqi (abiomed¿s long-term outcome and quality indicator impella registry) of acute thrombocytopenia. Relationship to pump is listed as "possibly". Loqi states: patient had impella/explant/heart transplant on (B)(6) 2024. Overnight patient had bleeding and required massive transfusion (5 prbcs, 4 ffps, 2 platelets, and 10 cryo). On (B)(6) 2024, patient had chest exploration and washout, where minor bleeding was cauterized. Platelet trend from (B)(6) 2024: 89-40-132-159-174-184.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Should additional information regarding thrombocytopenia, a supplemental report will be submitted. B5 revised with additional information received from the clinical site. H6 revised to reflect the additional information g2 report source; study was missing from manufacturer device report 1220648-2024-25221.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient was implanted with an impella 5.5 for mechanical circulatory support as a bridge to heart transplant, and eight days into support, impella access site bleeding occurred. There were multiple dressing changes, and extra suture was applied. Additionally, an arm sling was used to minimize the patient movement. Next day there was no active oozing from access site only with patient movement. Following this day, impella access site was still slightly saturated and managed with a dressing change. The donor was available, the patient was transported and quickly listed for heart transplant after arrival. The patient tolerated the impella 5.5 support and was bridged to heart transplant.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely use issue since hemostasis was achieved by adding additional suture. E4 should have been left blank on manufacturer device report 1220648-2024-25221.